Event description:
It was reported that doctor was using the plate cutter to cut part of the mesh calcaneus plate to better fit the pts anatomy and during this the cutting plier broke.

Manufacturer narrative:
Investigation in progress but not yet complete.